Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a day surgery to place two implants (one each at l3/l4 and l4/l5) without any intra-operative adverse events. The patient had no concurrent diseases. During the follow-up period, it was reported that the lower back pain remained. The degree of the pain was moderate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.